Event description:
The physician was using the laparoscopic ligasure. After he grasped some tissue, the instrument did not work and it would not open up to release the tissue. He had been using it prior without any problems. He managed to cut the locked ligasure from the patient's tissue by using a second ligasure.